Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to be calibrated. The programmer has not been received into service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis confirmed the stated reason for return that the programmer was unable to be calibrated, its touch screen was out of specification. The touch screen connector was cleaned and reseated, and the parameters were reset and the touch screen was calibrated. The device was cleaned and it then passed its electrical safety as well as all final functional and systems tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product had been received into service.